Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
Related manufacturer reference number:2017865-2023-11885, related manufacturer reference number:2017865-2023-11884, related manufacturer reference number:2017865-2023-11883. It was reported that the primary infection was due to the implant. There was a casting/vegetation along the body of the lead that had to be removed post implant. The implantable cardioverter defibrillator, right atrial lead, right ventricle lead, and left ventricle lead were all explanted. Patient was stable.

Manufacturer narrative:
The reported event of infection was not confirmed. The analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.